Manufacturer narrative:
(B)(4). D10: medical products: item#: unknown, unknown humeral tray; lot#: unknown. Item#: unknown, unknown humeral bearing; lot#: unknown. G2: foreign: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product has been discarded. H6: component codes: mechanical (g04) - head. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty approximately one (1) month ago. Subsequently, the patient was revised six (6) days later due to infection.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. . Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.